Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: issue occurred during a delayed bilateral deep inferior epigastric perforator (diep) flap breast reconstruction procedure. During the harvest of the abdominal wall diep flap, surgeon was about to clamp a blood vessel using the device, but instead it lacerated the vessel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the clips caused the laceration to the vessel. The clips were not formed correctly. The damage to the vessel was not considered permanent.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one clip applier opened by the account. The instrument was received with one fully formed clip jammed in the center of the channel cover. The jammed clip did not impede the functionality of the instrument. The instrument was received partially applied with fourteen remaining clips. Visual inspection of the instrument revealed a partially formed clip in the jaws with the handles partially cycled. Functionally, the firing cycle was completed and a properly formed clip was released from the jaws. The instrument was then fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. In addition; the test media was not damaged during the firing of the clips. Replication of the partially formed clip may occur if the firing stroke is not completed with the ratchet function on during use. Replication of the observed fully formed clip condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, leading to the condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.